Event description:
It was reported that the patient presented during implant procedure. During procedure, the left ventricular lead was not installed due to an unknown malfunction. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to implant was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual examination, and x-ray inspections of the lead did not find any anomalies.

Event description:
Additional information received noted that the lead was not installed because the physician was not able to fixate the lead during implant procedure.